Event description:
A customer contacted ortho care on (B)(6) 2021 after obtaining what was described as discordant grading of reactions in abo-rhd grouping for one patient using their ortho vision ID-mts analyzer. Complainant/ complaint reporter: (B)(6), medical technologist. Date of events: (B)(6) 2021. Reported on (B)(6) 2021 by (B)(6) to ortho care helpdesk. Reagents: mts a/b/d monoclonal and reverse grouping card lot 080421037-05 expiry 18 may 2022, manufactured 18 august 2021. 0.8% affirmagen lot 8a355 expiry date 15 december 2021, manufactured 28 september 2021. Software version: 5.13.2. Patient¿s information: none available at this laboratory. The customer reported that, on (B)(6) 2021, they had tested a patient¿s sample for abo-rh grouping using mts a/b/d monoclonal and reverse grouping card and 0.8% affirmagen in conjunction with their ortho vision ID-mts analyzer and that they had obtained the following results: anti-a: 0, anti-b: 0, anti-d: 0, control: 0, cell a1: 0, cell b: 4+. The customer reported that the ortho vision ID-mts analyzer had graded the reaction with the anti-a as negative but that visually the reaction is positive when looking at the back side of the card. No further detail was provided. The customer reported that on the same day, they had a sample redrawn and tested using the same reagents and analyzer and that they had obtained the following results: anti-a: 3+, anti-b: 0, anti-d: 0, control: 0, cell a1: 0, cell b: 4+. The customer reported that the ortho vision ID-mts analyzer had graded the reaction with the anti-d as negative but that visually the reaction is positive (tiny agglutinates) when looking at the front side of the card. No further detail was provided. The customer reported that on the same day, they had retested the redrawn sample for abo/d grouping in tube method and that they had obtained the following results: anti-a: mf anti-b: 0, anti-d: 1+, control: 0, cell a1: 0, cell b: 4+. No further detail was provided. The customer reported that they had the patient was reported as a rhd positive in their laboratory information system based on their tube testing. No further detail was provided. The customer said that no biased result had been reported to the physician. The customer reported that the patient was not harmed as a result of the reported events.

Manufacturer narrative:
(B)(4). As per (B)(4): a false positive / false negative result in abo grouping may lead to misclassification of a patient¿s abo blood group. A false positive / false negative result in rh-d typing may lead to misclassification of a patient¿s rh phenotype. These events are reportable.